Event description:
It was reported that a leakage had occurred during treatment of ECMO for myocardial infarction. The product was tested before use and no leakage was observed, on the second day of use a leak had occurred at the luer lock connector of hls cannulae. The amount of bleeding was 50 ml and customer changed the product. No leakage had occurred after the change and no blood transfusion was needed. After replacement of the hls cannulae, the leaked one was checked visually and a crack was observed on the leaked area. No harm to any person was reported. Since the event had occurred during treatment / on patient use and the hazardous situation blood leakage occurred, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that a leakage was occurred during treatment of ECMO for myocardial infarction. The product was tested before use and no leakage was observed, on the second day of use a leak was occurred at the luer lock connector of hls cannulae. The amount of bleeding was 50 ml and customer changed the product. No leakage was occurred after the change and no blood transfusion was needed. After replacement of the hls cannulae, the leaked one was checked visually and a crack was observed on the leaked area. No harm to any person was reported. The product was investigated at maquet cardiopulmonary gmbh laboratory on 2025-10-14. A visual inspection was performed and it was confirmed a crack along the male luer lock connector of hls cannula. Based on this, complaint could be confirmed. The crack¿s position and fine outliers into the connector show that a mechanical force might have created the complaint issue. Based on the investigation results, exact cause of the reported failure could not be determined. However, received information from customer states that a "three way valve and a circulation tube was connected, patient position was changed". This was previously consulted to medical team within the complaint onetrack # (B)(4) (mfg report number 8010762-2023-00209), it was confirmed that a non-flexible connection that cause a stress might be the reason of the crack on luer lock connector. Based on these, three way valve with side connections and patient position change could be the reason of external mechanical damage and therefore the reported failure might be related with user. Further, the production history record (DHR) of the affected be-pal 1723 with lot# 3000356409 was reviewed on 2025-03-28. According to the DHR results, the product be-pal 1723 passed the defined manufacturing and final release specifications. The incoming inspection report (batch # 3000371314) of the affected component "700000285 / 00285#konnektor 3/8 x 3/8 ll" was reviewed on 2025-08-18. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. The review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure.besides of the above, the related basic operation procedure training record has been controlled for production employees and there could not be found any non-conformities that could cause to reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.